Manufacturer narrative:
Nihon kohden continues to investigate this report. If additional information is obtained a follow-up report will be submitted.

Event description:
Clinician states that they had changed device from a transmitter to an ntx device. When she went to change device and select the previous transmitter she couldn't find it in the group.

Manufacturer narrative:
Manufacturer narrative: clinician states that they had changed device from a transmitter to an ntx device. When she went to change device and select the previous transmitter she couldn't find it in the group. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.